Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump squirted insulin when priming. The customer received no delivery alarms when priming and sometimes had to rewind the insulin pump 8 times. She was hospitalized due to an insulin pump issue that caused her to stop breathing. On (B)(6) 2015, she was hospitalized with a low blood glucose level of 14 mg/dl. The customer woke up to the paramedics. The no delivery alarm was resolved with a complete set change. The device was not returned.